Manufacturer narrative:
The phenom 27 catheter was returned a distal access, and the phenom was decontaminated. The phenom 27 catheter was found separated. Upon visual inspection, no damages or irregularities were found with the phenom 27 hub. No bends or kinks were found with the phenom 27 proximal catheter segment. The phenom 27 proximal separated end exhibited with plastic deformation (jagged edges and stretching) with the inner wire exposed. The phenom 27 distal catheter segment was found protruding from with the distal access catheter distal tip lumen. The phenom 27 distal catheter segment was removed from within the distal access catheter distal tip lumen without issue. The combined length of the returned phenom 27 catheter segments the whole catheter was returned for analysis. There are no missing segments. The phenom 27 distal separated end exhibited with plastic deformation (jagged edges and stretching) with the inner wire exposed. The phenom 27 catheter body was found kinked at multiple location from the distal tip. No damages or irregularities were found with the phenom 27 distal tip. Due to its damaged condition, the phenom 27 catheter could not be used for resistance testing. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is possible the patient¿s vessel tortuosity caused the phenom 27 catheter to become kinked contributing to the subsequently event causing the catheter separate. However, the cause for the separation could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device in the reported event has not been returned for evaluation. Correspondence has been sent for the device and additional information. Once the device has been received and evaluated or additional information has been received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the embolization treatment with a medtronic flow diverter of internal carotid artery (ica) aneurysm, after successfully implanting the medtronic flow diverter and upon retrieval of medtronic catheter, the catheter broke 10 cm from the hub. The dac and the medtronic microcatheter were removed as a system. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient had a mild vessel tortuosity, and that a continuous flush was used. Not much resistance was felt when the phenom was being retrieved. The navien and phenom were pulled out together by clamping forceps on them so they would be crimped. A continuous flush was used per the IFU.